Manufacturer narrative:
(B)(4). The (B)(4) neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare's (fph) service engineer in our us office that the gas inlet port of (B)(4) neopuff infant resuscitator was broken. This was noticed prior to pt use. No pt consequence was reported.